Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic intraperitoneal onlay mesh procedure, the surgeon had an issue with the device and had to press the trigger several times. Some tacks did not hold correctly on tissue. They used another device to resolve the issue in order to complete the case. There was no patient injury.